Event description:
The patient was implanted with a left ventricular assist device. It was reported that patient underwent a pump exchange due to elevated lactate dehydrogenase, evidence of hemolysis and power spikes. No further information is available at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.